Event description:
It was reported that the pulse generator exhibited a telemetry anomaly. The patient was pacemaker dependent, and the device was replaced.

Event description:
Baxter received a report that the spike of the set was broken during connecting to the uv twin bag with clean flash. An error occurred during the process and the cover was locked. When the cover was opened manually, the broken spike was found. This set had been used for 115 days. There was no patient injury or medical intervention. The actual sample is available for evaluation.

Manufacturer narrative:
(B) (4)the software (B) (4) and will be categorized as unremediated.

Manufacturer narrative:
A baxter service technician evaluated the pump. During service it was discovered that the "channel select key does not work on channel a keypad". The pump head module (phm) keypad on channel a was replaced. The pump passed all functional tests and was returned to the customer. There is an ongoing CAPA investigation that is associated with this report.

Manufacturer narrative:
(B) (4)

Event description:
During service by baxter, the infusion pump was found to contain a malfunction of "channel select key does not work on ch a keypad." This event occurred during product evaluation. No additional information was available.